Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred during bolus delivery. The customer's blood glucose (bg) level was impacted (257 mg/dl). The customer took a correction bolus, via the pump. As tandem technical support was not contacted at the time of the reported issue, troubleshooting to determine a possible cause of the occlusion was unable to be performed.